Event description:
Info received indicates the bed's hi/low function is drifting down.

Manufacturer narrative:
The technician found the hi/low drive brake was slipping. The technician replaced the hi/low drive assembly to repair the bed.